Event description:
Caller reported cgm error 42, relating to a g7 sensor. Customer had no adverse impact on blood glucose level. Customer received full details on performing a pump reset from technical support and planned to complete the reset independently at home, with instructions to call back if the issue persisted. No further action was required.